Event description:
It was reported to philips that the system would not start, stuck at zero. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the flexvision pc was not starting. The fse downloaded board software in flexvision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) examined the system on-site and confirmed the reported issue. The fse identified that the flexvision pc was unable to start, preventing the system from booting up. As part of troubleshooting, the fse reinstalled the software on the flexvision pc which resolved the reported issue. System startup was completed without issue. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.